Manufacturer narrative:
Revision occurred after 4 months due to suspect infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to suspected infection presenting as swelling. The patient has had known previous infection at this site treated by means other than revision of fx product. 36 mm centered glenosphere and 36 mm + 9 humeral standard cup explanted. These parts were replaced with 36 mm centered glenosphere, 36 mm + 6 humeral stability cup, and 9 mm spacer.